Event description:
Event description guidant received information that this patient has reported that there is a malfuction with the lead(4471) going to the lower chamber of his heart, using too excessive energy from the battery. The xray should tell what is wrong. He reports he may have surgery for this and his physician will determine this.